Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the patient reported full body hives after 2 reflectors were placed by provider. Patient was directed to go to ER for IV steroids and was sent to surgery with both reflectors removed successfully. Patient has no known allergies. Patient has improved with plans to be evaluated for allergy sensitivity.